Event description:
The reporter indicated he had an icl implantable collamer lens, implanted in his left eye (os). The pupil was constricted post-op but had resolved after 5-6 days. At 1 week post-op, his vision was 20/30 and the icl had rotated 15°. The patient reported blurred vision and haloes in low light. The lens remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Age or date of birth: unk, weight: unk, ethnicity: unk, race: unk, date of event: unk, expiration date unk, implant date: unk, explant date: unk, initial reporter occupation: unk, device manufacture date: unk, (B)(4).

Manufacturer narrative:
B5: the lens was repositioned at one month post-op. The lens remained implanted. The patient is seeing very well. Claim # (B)(4).